Event description:
It was reported that the device fractured and remained inside the patient. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During procedure, it was noted that the micro guidewire was fractured. The guidewire was directly removed; however the fractured part remained inside the patient's body as there were no methods to remove the device from the patient. The procedure was completed with another of the same device. No further complications were reported and the patient was stable.